Event description:
It was reported that after the right ventricular (rv) lead was initially placed, the physician attempted to place the atrial lead, but found the initial access to be suboptimal. Upon attempting to locate a more favorable access, the physician accidentally damaged the insulation on the rv lead. The lead was subsequently removed and a new lead was placed. Additionally, while attempting to suture the second rv lead into place, the insulation was damaged on the second lead as well. The rv lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. (B)(4).